Manufacturer narrative:
H3 product analysis: as found condition: the pipeline flex shield embolization device and marksman catheter were returned for analysis within a shipping box; and within plastic bio-pouch. The pipeline flex was returned stuck within the marksman catheter. Damage location details: the pushwire extending out from catheter hub. No bent or kink was found with pushwire. The distal hypotube was found to be stretched. The shrink tubing was found intact but pulled back from the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker, and tip coil. The distal and proximal ends of the pipeline flex shield braid appeared to be fully opened and damaged. In addition, the middle section of the braid was found to be fully opened and no damage. No flash or voids molded were observed in the hub. No damage was found with hub. The catheter body was found to be kinked at ~39.5cm from proximal end. In addition, the catheter body was found to be accordioned from ~31.5cm to ~28.0cm from distal end. The marksman catheter distal marker/tip was found to be flattened. No other anomalies were observed. Testing/analysis: the total and usable lengths of marksman catheter were measured to be within specifications. For further examination, the catheter was cut to remove the pushwire ans braid from the catheter. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues; however, the resistance observed at the damaged locations. Conclusion: based on the analysis findings, the pipeline flex shield and marksman catheter were confirmed to have resistance as the pipeline flex shield and marksman catheter were found to be damaged. Possible causes include incompatible catheter, damaged catheter, burrs, bumps, kinks or other damage on ped or pushwire, frayed ends on braid, patient vessel tortuosity, user does not maintain continuous flush, and users pulls back on/torques wire while advancing ped in microcatheter. It appears there was high force used. It is likely these damages occurred when the customer attempted to advance and retrieve the pipeline flex shield through the marksman catheter against resistance. However, based on the analysis finding, the pipeline flex shield could not be confirmed to have failure to open at middle section as the missile section of the braid was found to be fully opened and no damage however, the root cause could not be determined. Possible causes of failure/incomplete to open include vessel tortuosity and damage braid. The marksman catheter is compatible to use with pipeline flex, the patient's vessel tortuosity was moderate, and the catheter was continually flushed with heparanized saline as indicated in the IFU. Which eliminates these factors out as potential causes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The reported quality issues with the microcatheter were unknown. The cause of the event also could not be determined. The pipeline device failed to open at the middle and middle-proximal section. Multiple attempts were made to recapture and redeploy the device, but deployment was unsuccessful.

Manufacturer narrative:
Continuation of d10: product ID: fa-55150-1030 (lot: 229825330). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient had a left middle cerebral artery m1 fusiform aneurysm. The operator planned to anchor from the m1 segment and deploy directly to the ophthalmic segment of the internal carotid artery. After advancing the 6f navien and positioning the marksman, the stent was successfully delivered in place and the distal end was anchored from m2. During deployment, multiple severe kinks occurred. Despite repeated attempts to retrieve and redeploy, the kinks could not be resolved, and the operator did not proceed with release due to concerns. The operator stated that both the stent and microcatheter had quality issues. After replacing the microcatheter with a new one, the ped400-30 was positioned and successfully deployed, completing the procedure. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. There was failure to open, multi-segment kinks. The pipeline was not positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed more than two times. The pipeline was removed from patient. The pipeline was resheathed and removed with the microcatheter. No patient symptoms or further complications were reported as a result of this event. The patient is alive with no injury. The patient was undergoing surgery for treatment of a fusiform, unruptured left middle cerebral artery m1 aneurysm with a max diameter of 10 mm and a 14 mm neck diameter. The landing zone was 3.0 mm distal and 14 mm proximal. It was noted the patient's vessel tortuosity was moderate/severe. Dual antiplatelet therapy (dapt) was administered, platelet reactivity units (pru) level was standard. The angiographic result post procedure was normal. The access vessel was the femoral artery with a diameter of 10 mm. Ancillary devices include a 6f-navien guide catheter, marksman microcatheter.